Manufacturer narrative:
The reported event of running in safe mode was duplicated, and the technician noted a damaged printed circuit board which can cause this failure.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
The tps micro driver was returned to stryker instruments as a trade in device, and during functional evaluation it was noted that while in the safety position the handpiece was able to run in reverse. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The tps micro driver was returned to stryker instruments as a trade in device, and during functional evaluation it was noted that while in the safety position the handpiece was able to run in reverse. There was no patient involvement and no adverse consequences associated with the device.